Manufacturer narrative:
The pump passed the displacement and rewind tests. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the self test, unexpected restart, occlusion, prime, off no power or excessive no delivery tests due to the motor error alarms. Unable to confirm the motor error alarm due to the compromised force sensor system alarms. No displacement or rewind anomalies were noted. Upon visual inspection, the pump had moisture damage on the force sensor resistor. The motor was tested outside of the device and it passed. All operating currents were within specification. All buttons functioned properly. However, found corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system twice during the priming process. The insulin pump reset after the alarms and when the customer woke up the device alarmed motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. Troubleshooting was initiated for the motor error alarm; the customer wore the device during a recent x-ray. However, the customer was able to rewind the insulin pump. The customer also mentioned that her act button only responds when pressed on its right side. The customer did not recall any significant events leading to the keypad issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.